Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient is in massive pain. The patient stated right around their ins site is sore, hurts to touch, and the patient thinks they have an infection. The patient stated if anything touches their upper left butt cheek, "they are ready to cry". The patient stated the pain has gradually gotten worse. The patient noted that the stimulation is still working as intended. The patient stated they turned their stimulation off for like a week and that did not resolve the pain around the patient's implant site. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient had pain at the generator pocket site. Factors that may have contributed to the issue were unable to be determined. The rep indicated that the patient hadn't had any falls. No troubleshooting was done as it was indicated that the ins was discharged at the patient¿s appointment. The patient was instructed to recharge their ins and maintain a charge level. The physician would schedule a pocket revision to adjust the ins in the pocket . The issue was not resolved at the time of the report. Surgical intervention was planned but was not scheduled. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.